Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively (B)(4).

Event description:
A surgeon reported a posterior capsular tear during laser assisted cataract surgery. The pupil was small and a posterior polar cataract was noted. After hydrodysection the lens spun freely. After removing the first piece of the cataract, the posterior tear was identified. An anterior vitrectomy was performed and a sulcus intraocular lens was implanted without further complications. Upon additional follow up it was reported the patient was placed on a non-steroidal anti-inflammatory drop in addition to the topical steroids. The patient is reported to be doing well with good vision.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).